Event description:
It was reported that patient faced blockage was located in the tubing.

Manufacturer narrative:
E1: patient country -germany name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 8021545.